Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that they had a return of symptoms. The return of symptoms occurred when they were visiting at a nursing home six days prior to the report. They had a return of pain in their spine and when they walked their stimulation was irritating. They turned their stimulation off and then back on again and that resolved the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.